Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient was admitted to the hospital with a diagnosis of diabetic ketoacidosis. The reporter stated that the high blood glucose began that morning with nausea, vomiting, and diarrhea. The reporter stated that the patient was treated with intravenous insulin. Customer support reviewed the pump with the reporter. The reporter indicated that the pump settings were correct. There were no associated alarms in the alarm history. The prime history indicated adequate amounts for prime and fill cannula steps. There were no suspends or temporary basal rates. The total daily dose history was confirmed to be correct for (B)(6) 2012. The reporter indicated that there were no noted issues with the site and no bent cannulas. The reporter indicated that the patient's blood glucose levels did not improve after a site change. The reporter stated that the patient's health care provider (hcp) in the emergency room requested that she call as the hcp did not feel that the pump was delivering insulin. The pump was replaced. This report is made based on the allegations that the patient was hospitalized with diabetic ketoacidosis and that the pump may not have been delivering correctly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.